Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic operating system created a burning smell and was shutting down. Procedure details information is unknown. There was no report of any patient harm.

Manufacturer narrative:
The system was examined. The reported event of ¿shut down¿ was confirmed and a power supply was replaced to resolve the issue. However, the reported ¿burning smell¿ was not identified nor replicated. As a result, this reported issue was not able to be determined at this time. The system was then tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event ¿shut down¿ can be attributed to the nonconforming power supply. However, the root cause of the reported ¿burning smell¿ was unable to be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is:(B)(4).